Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that poor image occurred and it was unable to remove air from the device. During a percutaneous coronary intervention, an opticross was used to diagnose an unknown lesion with 90 percent stenosis. Despite flushing the device 5 or 6 times air was still unable to be removed. Since image was poor, the device was removed from the patient before performing pullback. The procedure was completed with another with same device with no issue. No patient complications reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Full image characterization testing cannot be performed based on the detached telescope tubing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).